Event description:
Vlt/ stent fracture. The target lesion was aha1~2 proximal and aha2 distal (proximal, mid and distal rca). The lesions were for isr of three bare metal stents (bms) (duraflex: 3.0/25mm and 3.0/18mm, penta: 3.0/33mm) which had been implanted in (B) (4) 2004 due to inferior myocardial infarction. The lesions at aha1~2 proximal (proximal and mid rca) were concentric and aha/acc classification of the vessel was type b2. The vessel length was 30mm and the vessel diameter was 3.0~3.5mm. Aha/acc classification of the vessel at the distal rca (aha2 distal) was type b2. The vessel length was 15mm and the vessel diameter was 3.0mm. In 2004-(B) (6): treatment for aha1~2 proximal was conducted as an elective case. Pre-dilation was conducted with a unknown balloon catheter (3.0/15mm) at 12atm (inflation time unknown). The first cypher (3.0/18mm) was implanted at 14atm (inflation time unknown) at aha1~2 proximal, inside the previously implanted three bms. Then the second cypher (3.5/18mm) was implanted at 14atm (inflation time unknown) proximal to the first cypher inside the previously implanted three bms, overlapping the 1st cypher. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was unknown. It is unknown if act was measured. In 2005-(B) (6): treatment for aha2 distal was also conducted as an elective case. Pre-dilation was conducted with a unknown balloon catheter (2.5/15mm) at 12atm (inflation time unknown). The third cypher (3.0/18mm) was implanted at 14atm (inflation time unknown) at aha2 distal, inside the previously implanted three bms. It is unknown if there was a gap between the first cypher and the third cypher. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was unknown. It is unknown if act was measured.

Manufacturer narrative:
2010-(B) (6): the patient had a fainting episode and visited a different hospital for detailed examination. Elevated st segment was observed and the patient was brought to the hospital as an emergency. The patient had no symptoms upon arrival. Cag was conducted and thrombus was observed from around the proximal edge of the first cypher to the distal portion of the third cypher at aha2. 100% stenosis at aha6 and 99% stenosis at aha14 was also observed. To treat the thrombus, aspiration was conducted. Timi flow after the aspiration was 2. Additionally, poba with a 3.0x15mm balloon catheter at 14atm for 60sec was conducted. Timi flow after the treatment was 3. During treatment, a slight flexion stent fracture was observed at the one of the implanted stents (three cypher and three bms) at aha2. It was not confirmed, but the stent that had the fracture was said to be possibly the first cypher (3.0/18mm) at aha1~2 proximal or the third cypher (3.0/18mm) at aha2 distal. Treatment for the de-novo lesions at aha6 and 14 was not conducted. The patient is in stable condition. Physician¿s comment: the possible cause of the thrombotic event was that the effect of the stent fracture and multiple stent implantation. The cause of the stent fracture was unknown. Note: aspirin and ticlopidine hydrochloride were discontinued due to the right lower lobectomy in 2009 and were not restarted after the surgery because it had been over 4 years after the implants, but were restarted after the thrombotic event occurred. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A (B)(6) patient experienced a thrombotic event and a stent fracture approximately five years post implantation of three cypher stents. Past medical history that may have increased this patient's risk for mace includes old myocardial infarction (omi), hypertension, lipid metabolism abnormality, CABG, previous pci, lung cancer and cerebral infarction. During the index procedure, a lesion in the proximal to mid rca was treated. The lesion was an isr of three bms (duraflex: 3.0/25mm and 3.0/18mm, penta: 3.0/33mm) implanted six months earlier. The lesion was described as type b2, 30mm in length in a 3.0-3.5mm vessel diameter. A stage procedure was planned to continue treatment of the lesion in the mid rca. During the index procedure, two cypher stents were implanted inside the previously implanted bms stents. The 1st cypher (3.0/18mm) was implanted at 14atm and the 2nd cypher (3.5/18mm) was implanted at 14atm proximal to the 1st cypher inside the previously implanted three bms, overlapping the 1st cypher. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was unknown. Approximately four months later, the stage procedure was conducted to treat the remaining lesion in the distal part of the mid rca described as type b2, 15mm in length in a 3.0mm vessel diameter. A 3rd cypher (3.0/18mm) was implanted at 14atm inside the previously implanted three bms. It is unknown if there was a gap between the 1st cypher and the 3rd cypher. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before and after the procedure was unknown. Aspirin and ticlopidine hydrochloride were prescribed however, antiplatelet therapy was discontinued approximately four years later due to right lower lobectomy performed (exact date unknown). Antiplatelet therapy was not restarted after the lobectomy. Approximately five and a half years after the index procedure, the patient was hospitalized with st elevation and a coronary angiogram revealed thrombus from around the proximal edge of the 1st cypher to the distal portion of the 3rd cypher stent in the rca. Additionally, high grade stenosis in the lad and circumflex were observed but no treatment was conducted. To treat the thrombus, aspiration was conducted, however timi flow after the aspiration was ii. Therefore, balloon angioplasty was conducted resulting in timi iii flow. At this time, a slight flexion stent fracture was observed at one of the implanted stents (three cypher and three bms). Since there were multiple stents implanted, it was difficult to determine exactly which stents were fractured. However, the reporter indicated that it could possibly involve the 1st cypher (3.0/18mm) or the 3rd cypher (3.0/18mm). The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. It is our intent to report conservatively when information is not known and therefore the two possible stents identified by the reporter are reported as fractured. The physician commented that the possible cause of the thrombotic event was the effect of the stent fracture and multiple stent implantation but that the cause of the stent fracture was unknown. The (B)(4) cypher stent is not indicated for the treatment of restenotic lesions and should only be used in discreet, de novo lesions of less than 30mm in length. Thrombotic events are a known potential complication of coronary stenting. While not observed in the (B)(4) clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Based on the information available for review, there are patient, vessel characteristics (isr, long lesion, multiple overlapping stents) and pharmacological factors that may have contributed to these events.